Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thump] due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 q22 / pcba 2 j1 / motor / force sensor]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and corroded battery tube. Blank display was not confirmed during analysis. The flashing white display was confirmed during analysis due to moisture damage on the [pcba 1 q22 / pcba 2 j1 / motor / force sensor]. Exposure to moisture confirmed. Unable to download history files and traces using [thump] due to flashing white display. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and was exposed to water. The screen status was blank and water was visible inside. The customer also experienced hyperglycemia and the customer reported a blood glucose value of 378 mg/dl, treated with manual injection/insulin pen. The event involved product(s) mmt-1884. Troubleshooting confirmed the presence of fluid inside the pump and it did not return to normal function. It was confirmed that the pump had physical damage not related to the retainer ring and the display did not return after inserting a new battery. The customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.